Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they are having power system error issues on their insulin pump. Customer's blood glucose reading was approximately 10 mmol/l. Customer advised they replaced the battery on their pump and received an alarm that the backup battery has failed. Customer advised there were multiple power error alarms in the alarm history. Troubleshooting for the power system error alarm was performed. Customer was advised that the internal power source in the insulin pump is unable to charge. Customer was advised to replace battery, clear the power loss alarm, update the time and date, complete the tubing process and change the complete site and reservoir. Customer was advised to monitor the insulin pump and to call back if the alarm occurs within the next 4 hours.